Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator had required maintenance. The field service engineer (fse) shut down the medstation and replaced the detent latch, powered the station back on, and performed functional testing in the hardware test application and the medstation application successfully. There were no CAPA or cid issued regarding the reported event. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fridge would not open and required maintenance. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.